Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was intermittently unresponsive. There was no adverse impact to the customers blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.